Event description:
It was reported that the patient received inappropriate therapy, due to an insulation break on the lead. At explant, signs of wear were noted on the part of the lead that was underneath the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the event reported in the field was verified in the laboratory. The outer insulation and the etfe insulation of one of the sensing cables were abraded and damaged, as a result of friction with the ICD can. Normal electrical characteristics were measured.